Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit with a blood glucose (bg) level of 418 mg/dl. The customer attempted to address bg with a bolus via the pump, however, was treated with intravenous fluids of insulin and saline at the hospital. Customer's release date is unknown. The customer alleged the pump was not delivering boluses when requested. Systems check with tandem technical support confirmed the pump was functioning as intended.